Manufacturer narrative:
The standalone pcb board was returned to the manufacturer for analysis. Reported issue was able to be duplicated. The hardware investigation found that reported event was related to and electrical failure mode. During investigation, the board failed bench testing, both ac and dc voltages are not present. 0 volts, fans do not come on and no leds are on. Relay passed. Varistor measured open, both returned fuses tested good. Standalone board is defective.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the imaging system had no voltage was being supplied to the stand alone board. The stand alone board was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect x-ray board has not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, imaging system would not power on. Restarting the system did not resolve the reported issue. No additional information was provided. There was no patient present when this issue was identified.